Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the forcep jaws was broken. The evaluation noted that there was no damage on the handle, sheath needle, and the remaining jaw was intact. There was evidence of foreign material on the jaws and needle most likely from the procedure that was conducted. The user most likely had taken a sample that was very large preventing the jaws from closing sufficiently enough to allow the forcep to pass through the working channel. When the forcep would not pull through the channel, the force applied to the instrument to get it through was strong enough to break the jaw. The broken forcep jaw was not received with the returned forcep, therefore the condition of part could not be verified.

Event description:
Olympus was informed that a non olympus endoscope was used on a colonoscopy procedure. Upon withdrawing the forcep, it became stuck. It was noted that when the forcep was pulled out, one of the alligator jaw forcep broke off. The pt is reported to be in a stable condition.